Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Inspected 1 opened/used partial sensor and performed continuity resistance test found sensor passed per specifications and performed the sensor initialization test using a new lab transmitter with a paradigm pump. Connected the sensor to the transmitter and placed it in 100 solution, confirmed the communication icon was displayed and that the transmitter was flashing while connected to the sensor. The sensor functioned properly. Found cannula bent unable to confirm customer received sensor in said condition due to customer return sensors opened/used. Cannot performed a required test as the sensor is beyond its expiration date. Unable to confirm needle anomaly due to customer did not return needle only the sensor.

Event description:
The customer's mother reported via phone call that they experienced inaccurate readings and triggered threshold suspend. The customer's blood glucose was 183 mg/dl and sensor glucose was 64 mg/dl at the time of incident when it triggered threshold suspend. The sensor was returned for analysis.